Event description:
It was reported that this pacemaker exhibited a lead safety switch due to right ventricular (rv) impedance measurements of greater than 2500 ohms and pacing not delivered when required. The patient had presented to the emergency room with a heart rate of approximately 30 beats per minute (bpm). There were prior episodes of pacemaker mediated tachycardia (pmt) with an odd morphology. An x-ray was taken which showed the lead was wrapped up at the top of the device. It was therefore suspected that the patient may have been a twiddler. A surgical revision was performed, and the lead was surgically abandoned and replaced, and this device remains in service. No lead damage was observed during the revision. No additional adverse patient effects were reported.